Event description:
It was reported that an implantable cardiac monitor remote monitoring report contained a discrepancy between counters shown during an in-person device check and the counters displayed in carelink while the patient was reportedly up to date with transmissions, including a transmission on the same day. During review, the lifetime pause episode count was reported as 46 on the in-person check versus 37 in carelink. The lifetime atrial fibrillation episode count was reported as 66 on the in-person check versus 64 in carelink, and the episodes tab in the patient¿s clinic profile was reviewed and showed 66 atrial fibrillation episodes. It was further noted that the icm experienced artifact on some episodes. The device remained implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.